Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. The next ay the physician performed defibrillation threshold (dft) testing. The first induction led to spontaneous conversion. The second induction induced vf, time to therapy was 14 seconds, but a 65 joule shock did not convert the rhythm and the patient self-converted about seven seconds later. The third induction attempt did not induce vf. The fourth induction induced vf but it immediately self-terminated. The fifth induction induced vf, time to therapy was 15 seconds, the 70 joule shock failed and the 80 j shock failed. The patient received three external shocks at 200 joules and the rhythm was converted. The physician later reported to the sales representatives that were present for the case that the patient had a pneumothorax and wondered if this could have contributed to the difficulties with inducing and conversion. The cause of the pneumothorax was not provided. At this time, evidence suggests the system remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. The next ay the physician performed defibrillation threshold (dft) testing. The first induction led to spontaneous conversion. The second induction induced vf, time to therapy was 14 seconds, but a 65 joule shock did not convert the rhythm and the patient self-converted about seven seconds later. The third induction attempt did not induce vf. The fourth induction induced vf but it immediately self-terminated. The fifth induction induced vf, time to therapy was 15 seconds, the 70 joule shock failed and the 80 j shock failed. The patient received three external shocks at 200 joules and the rhythm was converted. The physician later reported to the sales representatives that were present for the case that the patient had a pneumothorax and wondered if this could have contributed to the difficulties with inducing and conversion. The cause of the pneumothorax was not provided. At this time, evidence suggests the system remains implanted and in service. The local sales representative had no additional information about the cause of the pneumothorax and was not informed on what was done to resolve it. The s-ICD was still implanted and there had been no request from the physician to support a new induction test.